Manufacturer narrative:
Information references the main component of the system and other applicable components are: lead model # 3389s-40 ,lot # va12tcl, implant date: (B)(6) 2016, explant date: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported the patient got the unilateral deep brain stimulation (dbs) operation on (B)(6) 2016. During surgery , the lead found low resistance 31-33 ohms. The doctor had to replace the lead to complete the surgery. It was noted that there was a package abnormality before opened. The device was inspected prior to use and no abnormality found. There was no complaint on the patient, the patient's current status was normal. No symptoms were reported. The implant surgery was successful. The indication for use included parkinson's disease.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory. Device analysis for lead va12tcl revealed the lead body outer insulation was damaged at depth stop site. A short in the lead could not be confirmed in the analysis lab, however, there is evidence of depth stop damage in the lead insulation and stylet wire 2.8cm from the proximal end. Device analysis for the stylet revealed the wire parlyene coating was damaged at depth stop site.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep noted that there were no fractures. There was no impact or injury to the patient and the patient's status was good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.